Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I had terrible pains after surgery"), cystitis interstitial ("intertitial cystitis"), alopecia ("hair loss / really haven't hair"), nervousness ("nervous") and anxiety ("anxiety"). The patient was treated with bladder instillation and surgery (surgery to removed essure). Essure was removed. At the time of the report, the medical device removal, procedural pain, cystitis interstitial, alopecia, nervousness and anxiety outcome was unknown. The reporter considered alopecia, anxiety, cystitis interstitial, medical device removal, nervousness and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet: new events nervous and anxiety were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I had terrible pains after surgery"), cystitis interstitial ("intertitial cystitis") and alopecia ("hair loss / really haven't hair"). The patient was treated with bladder instillation and surgery (surgery to removed essure). Essure was removed. At the time of the report, the medical device removal, procedural pain, cystitis interstitial and alopecia outcome was unknown. The reporter considered alopecia, cystitis interstitial, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media information received: new event hair loss/really haven't hair was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I had terrible pains after surgery") and cystitis interstitial ("intertitial cystitis"). The patient was treated with bladder instillation and surgery (surgery to removed essure). Essure was removed. At the time of the report, the medical device removal, procedural pain and cystitis interstitial outcome was unknown. The reporter considered cystitis interstitial, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I had terrible pains after surgery") and cystitis interstitial ("interstitial cystitis"). The patient was treated with bladder instillation and surgery (surgery to removed essure). Essure was removed. At the time of the report, the medical device removal, procedural pain and cystitis interstitial outcome was unknown. The reporter considered cystitis interstitial, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.